Manufacturer narrative:
A field service engineer (fse) was dispatched for this event. The fse replaced the retic shear valve and the pinch valve tubing for the clearing solution pump. Instrument is currently operational and all controls are in range. The root cause for the sprayed reagent is the retic shear valve not aligning with the reagent ports properly which caused excessive back pressure resulting in the fluid leak at the "y" fitting. The root cause of the chemical exposure is that lack of eye personal protective equipment (ppe) worn by the lab tech and instrument operation being conducted with the instrument door open. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to, wearing protective eye wear, gloves, and suitable laboratory attire when operating or maintaining this instrument or any other automated laboratory analyzer. Per labeling, beckman coulter urges its customers to keep doors, covers and panels closed and secured in place while the instrument is in use.

Event description:
A customer contacted beckman coulter inc., (bci) stated that the laboratory technician was sprayed in the eyes with retic clearing solution (reagent b) from the coulter lh 750 analyzer. The day before this event occurred, the instrument operator was troubleshooting (ts) a retic control recovery issue and left the side cover off and reset the instrument. The following day, a laboratory technician (lab tech), just coming on shift, walked by the analyzer and heard a beeping noise. When she looked over at the instrument she got sprayed with reagent b. There was contact to mucous membranes (eyes) with only reagent b. The lab tech was wearing gloves and gown, but no goggles. The lab tech went to the ER and was treated with general care and was able to return to work. Per follow up information, the customer indicated that the lab tech is doing fine. There was no death associated with this event but it resulted in an injury that required medical attention.